Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6a.

Event description:
It was later reported that the patient had their peg tube placed on (B)(6) 2025.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient began to experience pain and discharge with redness at the stoma site. The patient was treated with unknown oral antibiotic. The device remains implanted.